Event description:
Customer states, she was unable to obtain a result on the aviva system, due to an error on the device. Customer states she administered "conservative" doses of humalog at 08:00 and 12:30 based on carbohydrate counting. At about 14:00, customer reports passing out and having a seizure due to low blood glucose symptoms; her spouse treated her with orange juice and sugar. Low blood glucose symptoms improved 30 minutes later. Requested return of suspect device, and replacement was sent.